Event description:
The customer stated when running a patient sample on the architect stat troponin-I assay, received error 1006 (unable to process test, background read failure). The sample was repeated with a result of 0.017 ng/ml. The customer suspected this result to be incorrect and retested the sample on another architect analyzer yielding a result of 0.00 ng/ml. The result of 0.00 ng/ml was reported. There was no impact to patient management.

Manufacturer narrative:
(B)(4) erratic troponin result. (B)(4) build up on the process path. The complaint text indicates the customer observed discrepant stat troponin-I results. The issue was resolved by field service cleaning the process path. No additional discrepant troponin results were generated since the field service troubleshooting. The current rate for the architect (B)(4) erratic occurrences/million tests and complaints/million tests are below the interim rate documented at the launch for the architect (B)(4). No adverse trends were identified related to this issue. A review of the instrument service history did find an additional occurrence of discrepant results that was resolved by the cleaning of the process path. The architect system operations manual provides adequate information about the troubleshooting for erratic results, operational precautions, and limitations. In the architect stat troponin-I reagent package insert (B)(4), literature is provided regarding suitable specimens, results, and limitations of the procedure. Based on the available information, no deficiency was identified for this complaint. The probable cause of this issue was the buildup on the process path. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.